Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-09324. It was reported that a pericardial effusion with cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. The first 24mm watchman ® laa closure device was used with a watchman® access system. The closure device was deployed a little bit proximal to the laa, so the closure device was removed. A second 24mm watchman ® laa closure device was deployed slightly proximal and was not sealing the appendage. Sweeps of the pericardium were performed and the wds was not deep seated in the laa. At this time the patient had developed a pericardial effusion with tamponade, so the physician elected to remove the closure device. They had stabilized the pericardial effusion with a pericardial drain and had given the patient blood. The patient was stabilized and was doing good. The surgeon discussed with the implanting physician that they probably should not risk deploying a third closure device, so they aborted the case. The patient is currently doing well.